Manufacturer narrative:
E1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified capd disposable set experienced a connection issue failure. The connection issue was further described as, ¿y piece had come loose¿. This event occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.